Manufacturer narrative:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that when the ¿carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium¿ was inserted, the hemostatic valve was discovered to be twisted. The bwi representative stated that he was unsure if the hemostatic was originally twisted or if the hemostatic valve became twisted when inserting the ¿carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium¿ into the hemostatic valve. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, and the procedure was completed without further issues. The hemostatic valve was dislodged inside the hub. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was not being used on the patient yet, therefore, there were no patient consequences. Device evaluation details: on 23-aug-2022, the product investigation was completed. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record evaluation was performed for the finished device number (B)(6) and no internal action was found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 11-nov-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that when the ¿carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium¿ was inserted, the hemostatic valve was discovered to be twisted. The bwi representative stated that he was unsure if the hemostatic was originally twisted or if the hemostatic valve became twisted when inserting the ¿carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium¿ into the hemostatic valve. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, and the procedure was completed without further issues. The hemostatic valve was dislodged inside the hub. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was not being used on the patient yet, therefore, there were no patient consequences. ¿carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium¿ presumed to mean ¿dilator¿.